Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Visual inspection of device revealed the inner and outer shafts detached readily and there was no obvious bend in the inner shaft. Galling was observed along the inside diameter of the outer shaft, and on the outside of the inner shaft near the break area, which would indicate these areas may have experienced friction or metal-to-metal contact during clinical use. There was some evidence of clinical debris, and the broken inner shaft tip, showed some tooth damage. A review of the DHR for the reported lot number supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root causes are the user applied too much force to the device or the arthroscopic shaver may have come into contact with staples, clips or another metal object, resulting in damage to the blade. The instructions for use (IFU) state: before beginning the procedure, verify compatibility of all instruments and accessories. Plug in and set up the generator according to the instructions in the manufacturers¿ manual. Select an arthroscopic shaver with size, blade, and function most appropriate for the procedure. Inspect the instrument for overall condition and physical integrity. Do not use the instrument if any damage is noted. Return the instrument and packaging to stryker sustainability solutions if it is not in acceptable condition for surgery. Follow a suitable surgery protocol. Careful handling of the instrument is necessary to avoid damage or breakage as a result of excessive force. Do not apply excessive pressure or ¿side-load¿ the blade during use. Side-loading does not improve the performance of the instrument, can dull the blade, and/or produce metal particulates. Do not allow the arthroscopic shaver to come into contact with staples, clips or any metal object to avoid damage to the blade and possible patient injury. The tip of the bur or cutter must be irrigated periodically (general recommendation: once a minute) to cool the blade and prevent excised tissues from accumulating. Do not run the instrument without appropriate suction for the duration of the process. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported a shaver tip broke off in the patient. The tip was successfully retrieved arthroscopically, after being seen by the surgeon. The device was replaced. There was no patient injury or medical intervention and extended procedure time reported was minimal. These are commonly used devices that are readily available.